Event description:
Breg received a medwatch report submitted by a customer claiming that during a patient follow-up one day post surgery the patient reported that the kodiak unit with intelliflo wrist pad was not working. The customer tested the unit and communicated that it was not getting cold. The customer used a new pad and kodiak unit and the product functioned as expected. There is no report of injury. Breg had decided to report to document investigation findings.

Manufacturer narrative:
The kodiak unit and intelliflo wrist pad involved in this report have been received by breg and are being evaluated. Initial testing performed on the system has shown that it functioned as expected and it reached and performed within the required temperature range of 50-60 deg f as specified in the instructions for use (IFU). A review of the device history record (DHR) for this lot was performed and product met all manufacturing and release requirements. No non conformances or deviations related to this issue were identified. Additional investigation activities are being performed and will be documented in the investigation results within the complaint file.